Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized on (B)(6) 2020 due to high blood glucose level and on (B)(6) 2020 due to diabetic ketoacidosis. The blood glucose of the customer was 463 mg/dl at the time of the incident. Customer also stated another blood glucose value as 453 mg/dl, 535 mg/dl, 545 mg/dl. Customer also stated that the insulin pump alarmed as pump error 23 which was able to successfully cleared but unable to completed rewind. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. The customer was treated with intravenous insulin drip and insulin pump. The customer did experienced other symptoms like nausea, vomiting, difficulty in breathing, burning chest. The insulin pump will be returned for analysis.